Event description:
It was reported that the drain product is cranky and kinky, it was twisting up on it's on and it won't allow proper drainage. They have multiple different lots in the bin. They were not aware to keep the number.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR review is not required as the lot number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain product is cranky and kinky; it was twisting up on its own and it won't allow proper drainage. They have multiple different lots in the bin. They were not aware to keep the number.